Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report.

Event description:
It was reported that an alert was generated for loss of capture on the left ventricular (lv) channel. Intermittent lv loc was observed on the presenting electrogram (egm). Other lead measurements were satisfactory. Further review of lv lead parameters recommended. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional details for the root cause and outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.